Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 588 mg/dl. During troubleshooting, customer disconnected and reconnected infusion set and reservoir and performed a 5.0 unit fixed prime and insulin did exit. Customer changed site and cannula was not bent. Another 5.0 unit fixed prime was ran and insulin exit and did not alarm. Customer was advised that occlusion may have been due to site. Infusion set would be replaced.